Manufacturer narrative:
Captures the reportable event of bent shaft (anchor). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid-urethral sling with solyx sis procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the shaft (anchor) was bent so the physician did not continue with using the device. The event occurred outside the patient. The procedure was completed with another solyx sis system. There were no serious injury or no adverse patients effects resulted from the procedure.